Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. Batch #x95l4p. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was disassembled to inspect the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Please notify us of any processes or conditions that could have contributed to the blade horizontal metal scratches.  Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x95l4p, and no non-conformances were identified.

Event description:
It was reported that during a lung resection the scalpel could not pass the pre-run test. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.